Event description:
It was reported that the bd smartsite 13mm vial access device had flow issues. The following information was provided by the initial reporter: syringe-vial and adaptor system pressure irregularity. Additional information received: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: dosage not received by the patient. Could you please confirm whether the date of awareness mentioned in the email is the date of the event? If it is not, could you kindly provide the actual date of the event? The date of awareness is what is used as the date of event.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Additional information received: description: case received in the email to case queue with an email received via the mnsc contact center inbox on 11/26/2024 at 1715 et from cvs specialty pharmacy reporting an ae and pqc for winrevair on behalf of an hcp attempt will be made to obtain demographic and additional information from reporter and patient via email. No additional ae. No pqc. Verbatim: "winrevair dose: inject 0.4 ml under the skin for 1 dose, then increase to 1 ml for target dose. Each dose should be given 3 weeks apart. (Redacted), clinical nurse educator reported a faulty winrevair vial adapter. When pt attempted to draw winrevair injection, she wasn't able to inject the diluent into the vial of medication. (Redacted) stated was with the pt and also tried, but the vial adapter was not allowing the diluent to inject. (Redacted) was able to push the syringe plunger with no resistance while not connected to the vial adapter, but once connected to the vial adapter it would not draw up air or push any fluid in. (Redacted) kept the adapter to send back for further investigation if needed. It was not reported if the pt missed a dose or experienced an adverse event due to the faulty adapter. (Redacted) also reported pt is experiencing shortness of breath with exertion. Unknown if md is aware. The number of kits associated with the product complaint- 1. Who was the preparer/administrator of the product? Patient. And did they receive handling training? Yes. Provide description of defect: vial adapter had malfunction when attempting to inject diluent into vial to mix with powder. It wouldn't allow the fluid to be injected. Description of when the defect was discovered (opening the box, prior or after administration, or during which administration step) prior to administration how/where was the product stored- information not provided was the complaint also reported via additional channel (pharmacy, health authority, call center)? No.

Event description:
Additional information received: description: case received in the email to case queue with an email received via the mnsc contact center inbox on 11/26/2024 at 1715 et from cvs specialty pharmacy reporting an ae and pqc for winrevair on behalf of a hcp attempt will be made to obtain demographic and additional information from reporter and patient via email. No additional ae. No pqc. Verbatim: "winrevair dose: inject 0.4 ml under the skin for 1 dose, then increase to 1 ml for target dose. Each dose should be given 3 weeks apart. (Redacted), clinical nurse educator reported a faulty winrevair vial adapter. When pt attempted to draw winrevair injection, she wasn't able to inject the diluent into the vial of medication. (Redacted) stated was with the pt and also tried, but the vial adapter was not allowing the diluent to inject. (Redacted) was able to push the syringe plunger with no resistance while not connected to the vial adapter, but once connected to the vial adapter it would not draw up air or push any fluid in. (Redacted) kept the adapter to send back for further investigation if needed. It was not reported if the pt missed a dose or experienced an adverse event due to the faulty adapter. (Redacted) also reported pt is experiencing shortness of breath with exertion. Unknown if md is aware. The number of kits associated with the product complaint- 1. Who was the preparer/administrator of the product? Patient. And did they receive handling training? Yes. Provide description of defect: vial adapter had malfunction when attempting to inject diluent into vial to mix with powder. It wouldn't allow the fluid to be injected. Description of when the defect was discovered (opening the box, prior or after administration, or during which administration step) prior to administration how/where was the product stored- information not provided was the complaint also reported via additional channel (pharmacy, health authority, call center)? No.